Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New unity record created in order to update legacy complaint number (B)(4). Litigation papers allege pain, difficulty engaging in activities of daily living, further deteriorating of the hip joint, damage to surrounding tissues, will be required to undergo an explantation surgery which will involve significant financial expenses, pain and suffering and physical disfigurement. Doi: (B)(6) 2009 - dor: none reported; (right hip)' update: 8 dec 2017: claim letter received. Claim letter alleges injury to the patient. Added complainant information. Doi: (B)(6) 2009 - dor: (B)(6) 2017; (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary =the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. Previous investigations that have included device history reviews since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing, or inspection. Therefore, no DHR (device history record) review for this individual asr component will be carried out at this point in time. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. The investigation to determine root cause was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event.

Event description:
After review medical records, the patient was revised to address metal on metal disease with pseudotumor and bone loss and pain right hip. Revision notes reported that there was a fair of wear on the trunnion. There was significant metallosis in all the capsule which was excised. The neck of the prosthesis was delivered over the front of the acetabulum. The patient had significant bone loss with a very thin posterior wall. From the 6:00 to the 1 o'clock position, the patient had a large cyst filled with aggresive synovium and also at the 2-5 position was another large cyst. These were both debrided. Doi: (B)(6) 2009, dor: (B)(6) 2017, (right hip).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Patient code: no code available (3191) was used to capture device revision or replacement. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This correction is being submitted to correct the sequential numbering for the follow up report #2. Follow up #1 submitted on 4/2/2018 should have been submitted as follow up #1. Follow up #3 submitted on 4/11/2018 should have been submitted as follow up #2. Follow up #4 submitted on 5/7/2018 should have been submitted as follow up #3. Although it appears there are gaps in the sequential follow-up numbers, there are no missing reports.